Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified. Based on the analysis, the alleged alarm issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that unspecified alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.